Event description:
Customer reports the following: biomed reported failures in log, waiting for biomed to power on pump to download logs. Trying to get more info on reported error. 8/17-biomed powered on pump, confirmed pump problem alarm, no patient harm, pins were cleaned, also biomed stated pump is not staying connected to network. Preliminary review indicates that this was due to a resistor encoder failure. This stopped an active infusion. Fresenius kabi is reporting due to the referenced technical issue as a conservative measure; no adverse event reported. More information is needed to complete the investigation.

Event description:
The pump was returned for evaluation. Device produces a pump problem alarm when powered on. Upon reviewing the logs the resistor motor encoder was losing communication. Pump was opened to view resistor flex cable from the resistor motor and it was discovered to be not latched shut, which enabled the flex cable to have room to create an improper connection to the main board. Upon closing the latch device started with no pump problem error. During the investigation of resistor error it was observed that the latch arm is bent and will need replaced before functional testing can be completed.